Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 16x2.5mm in length target lesion was located in the moderately tortuous and moderately calcified diagonal artery. After predilation was performed with a 1.5x8mm balloon catheter, a 2.50x20mm promus element plus drug-eluting stent was advanced and partially crossed the lesion. However, the device became stuck in the lesion. While the physician was pushing and pulling the device, the stent got dislodged in the artery. The dislodged stent was removed using a coronary snaring device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.